Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and found abnormal buffer volume distribution due to defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse verified system performance. No further issues were reported. The customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) results for five (5) patients on their dxc 700 au clinical chemistry analyzer. The samples were repeated with results considered correct. The erroneous results were not released out of the laboratory; hence, there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.